Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation approximately 120 months after a right total knee replacement the patient underwent a revision surgery to address prosthetic wear and loosening. The patient has experienced a painful and unstable right knee replacement. Post operative report noted aseptic loosening of the femoral component and marked osteolysis. Upon exposing the knee, the surgeon observed extensive synovitis, the polyethylene liner was removed. There was noted to be wear of the liner. The femoral component was noted to be loose with significant fibrous tissue beneath it with significant amount of osteolysis of the distal femur. The patella was noted to be well fixed, but there was some wear on the patella. There was some osteolysis of the remaining patella that was debrided. Small femoral and tibial cysts were observed. No medical or surgical interventions were reported.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01366, 1038671-2025-00257. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.